Event description:
While doing open heart surgery the bovie did not go off. It was placed back in holster and the electrical surgical unit remained on. Incident caused burn hole in aorta which was sutured.